Event description:
A malfunction alarm was reported, identified by the code malf 12. There is no information available regarding any impact on the customer's blood glucose levels. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.